Event description:
Patient experienced post-op condition with great knee pain around one year after the trufit implant. Surgeon did a second look and discover a quite perfect cartilage repairing but investigating with a probe, under a very thin layer they discover the original hole with something inside they defined 'toothpaste'. They also do further investigations on the specimen of these materials and while the 'toothpaste' was something amorphous the layer was hyaline cartilage.

Manufacturer narrative:
Device was not being returned for evaluation. (B)(4) was notified of incident in (B)(6), 2010 however the information was not forwarded to mansfield quality gbu until (B)(6) 2010. (B)(4).